Manufacturer narrative:
Results: the returned portion of the separator is 42.5 cm in length. The break occurred 7.0 cm from the beginning of the ptfe coating. The separator is non-functional. Conclusion: the damage reported in the complaint is confirmed. The location of this break in the region of the proximal taper grind indicates that the patient's vessel tortuosity likely caused the separator to buckle and kink in the proximal region. Further manipulation of the separator during clot debulking continued to kink the separator eventually fatiguing the material and breaking the wire. This failure also occurs when the proximal taper grind region is manipulated outside of the rhv. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
On advancing the penumbra system separator flex 026 through the penumbra system reperfusion catheter 026, through very tortuous anatomy, the separator broke about 20 cm from the proximal end. There was no harm to the patient.